Event description:
It was reported to medtronic minimed that the customer alleged broken inpen. The customer reported no adverse event. The event involved product unk_inpen. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_inpen. Updated summary. As per additional information received. It was reported to medtronic minimed that the customer alleged that cartridge holder was damaged the event involved product unk_inpen, mmt-105elpkna. No product return is required for unk_inpen, mmt-105elpkna returned for analysis.

Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder and inpen front shell does not stay attached. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.